Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 2200 ventilator had lost its power and stopped operation during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was unable to confirm the issue - the unit had lost its power and stopped operation during patient use. Visual inspection of the uut (unit under test) found lower and upper boots have scratches. The uut event trace was downloaded at the ltv customer settings. Unit was tested and was found to be performing to specifications.